Event description:
It was was reported that the customer experienced a system malfunction during a procedure (error 210-235). The procedure was completed using a different device (alternate procedure).there was no patient injury reported.

Manufacturer narrative:
Service in field performed (B)(6) 2014. Resonator s/n (B)(4) returned to ams and analysis performed on (B)(6) 2014. Product evaluation summary: the evaluation of the resonator revealed second bar on the diode was burnt; yag rod was broken. During transfer, the resonator base plate and walls were damaged. The coupler cover was noted to be stuck. Diode, base plate, walls, yag rod, coupler cover and desiccant were replaced. The resonator was re-peaked and a new test report was completed.

Manufacturer narrative:
System analysis/service repair: the reported error code(s) were confirmed and determined to be the result of a faulty resonator. The resonator was replaced and the system tested and verified to manufacturers specifications.